Event description:
The pt's vendor reported that the pt began experiencing elevated blood glucose and frequent e4 (occlusion) errors on the infusion device. In 2009, the pt's blood glucose elevated to 336 mg/dl at 11:00pm. The pt switched to the backup infusion device and bolused and had no further issues. The pt's normal blood glucose level is 140-150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.